Event description:
It was reported that the pump exhibited a bubbled and delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found that the dso seal was degraded. The complaint was confirmed during the visual inspection test. Root cause was the degraded dso seal. Additionally, it was verified that the motor odometer already exceeded its functional limit. The motor was also replaced with a new one. Pvt (performance verification testing) was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.